Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: during the tavr procedure, the physician reported a hematoma formed (approx a size of a tennis ball). The premeasured depth with the manta depth locator was 5.5 +1 = 6cm. The physician decided to add 1cm of depth for the manta deployment due to the hematoma forming (total 7cm). There was mild oozing from the site post deployment of manta. A post angiogram revealed that the manta was in the tissue tract. The physician went up and over contralaterally and deployed a covered stent (9mm x 5cm). Hemostasis was achieved and the patient's condition is reported as fine. Additional information: during a tavr procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 10mm with very mild calcification and tortuosity reported. Blood pressure was 140/70 and act was 250 prior to closure. The physician reported that they felt/heard a crunch when advancing the tavr valve sheath. Physician stated he did not feel like this complication was due to manta

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated during lot release of this lot of manta a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, centrally positioned access was gained utilizing ultrasound guidance and micro puncture. Arteriotomy was 10mm, mild calcification, mild tortuosity, with a depth measurement of 5.5cm + 1cm. During the tavr procedure, the physician heard and experienced a crunch while advancing and withdrawing the expandable procedural sheath and a tennis ball size hematoma began to form. During deployment of the 18f manta in the right common femoral artery, the physician resolved to add +1cm to the premeasured depth (5.5cm + 1cm) to accommodate the large hematoma. Following deployment, mild oozing was seen at the access site. Pressure was applied to resolve the hematoma and a post-procedure angiogram revealed the manta deployed into the tissue tract. The physician resolved to contralaterally deploy a covered stent, successfully achieving hemostasis, and the patient outcome post-procedure is fine. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is suspected to be due to a hematoma present prior to manta deployment. This likely alters the depth measurement for the deployment of the manta, causing the manta sheath to not be able to seat properly, and possibly causing the manta collagen plug to deploy outside the vessel. Risk documentation was reviewed, and tract deployment is a known risk. The IFU lists potential adverse events related to the deployment of vascular closure devices including other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Additionally, the safety and effectiveness of the manta device have not been established in patients who are suspected of having intra-procedural complications at the femoral access site before sheath removal including bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices have been identified: late arterial bleeding, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, apply balloon pressure from a secondary access site, place a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: during the tavr procedure, the physician reported a hematoma formed (approx a size of a tennis ball). The premeasured depth with the manta depth locator was 5.5 +1 = 6cm. The physician decided to add 1cm of depth for the manta deployment due to the hematoma forming (total 7cm). There was mild oozing from the site post deployment of manta. A post angiogram revealed that the manta was in the tissue tract. The physician went up and over contralaterally and deployed a covered stent (9mm x 5cm). Hemostasis was achieved and the patient's condition is reported as fine. Additional information: during a tavr procedure on the (B)(6), 2023, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 10mm with very mild calcification and tortuosity reported. Blood pressure was 140/70 and act was 250 prior to closure. The physician reported that they felt/heard a crunch when advancing the tavr valve sheath. Physician stated he did not feel like this complication was due to manta